Event description:
It was reported that the patient presented to a scheduled generator replacement. During the procedure, the lead would not enter the implantable cardioverter defibrillator header's port. It was suspected something was wrong with the port. The device was not used, and a new one was implanted. The patient condition was stable post-procedure.